Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of five devices. There were no visual or functional abnormalities observed during the product analysis. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: while building an ileum-conduit, the device was unable to fire. While transecting the small bowel it was not possible to move forward the staple pusher. The loading unit was formed like a curved bridge. There was a little split between the cartridge and the house of the staples. Another box was opened to complete the procedure. There was no patient injury.